Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing separated "from the male leur lock fitting at the terminal end of the set". There are no event details available however the event was reported by the customer as being similar to another event which was reported to have occurred during a patient infusion and blood backed up and leaked onto the floor and bedding. There is no report of patient harm or medical intervention.

Manufacturer narrative:
Correction on initial report: disregard user facility.